Manufacturer narrative:
The exact date of the event is unknown. The provided event date of (B)(6) 2020 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captiflex medium oval flexible snare was used during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, the snare isn't cutting all the way through. They could feel resistance and would cut half way. Although the procedure was reported to be completed, it was not reported how it was completed. There were no patient complications reported as a result of this event.